Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer wen the to ER for a blood glucose level of 318 mg/dl and received long acting insulin and saline/potassium drip. Reportedly, the customer had manual injections as alternate insulin therapy.